Event description:
Immediately at onset of treatment, the pt complained nausea. Almost immediately the pt went into seizures and had cardiac and respiratory arrest. CPR was performed on the pt and transported to ER. Hospitalized for two days, and the pt was in the satisfactory condition.

Manufacturer narrative:
The product in complaint was not returned to the MFR and could not be analyzed. The lot number in complaint was not reported and could not review the mfg and quality control records.